Event description:
A surgeon inquired regarding the benefits of bilateral implantation of multi-focal lenses. A patient had bilateral intraocular lens (iol) implant surgery. The surgeon stated, she reported waxy vision. A yag laster capsulotomy was performed due to posterior capsule opacification (pco) in the left eye. The patient's orb scan showed a posterior float and photorefractive keratectomy (prk) was performed. The patient currently wears glasses and her visual acuity was reported to be 20/30 in her left eye. MDR #1119421-2007-00423 (right eye). MDR #1119421-2007-000424 (left eye).

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/21/2007, 09/24/2007, 09/27/2007, 10/04/2007 and 10/11/2007 by phone, mail and fax. Additional information was received 09/27/2007 and 10/11/2007 by phone and fax.